Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test, a21 error test, rewind and displacement test or verify a21 alarm due to blank display. Device received with cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had several intercurrence of an alarm when the insulin pump batteries were changed. Customer also reported difficulties to turn on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.